Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Covidien (B)(4) reports, a (B)(6) pt, with a medical history of breast carcinoma, received 120ml of optiject 350 (ioversol), by an unk route via an automatic injector (optivantage), in the elbow anterior face, for a thorax - abdominal - pelvic scan in indication of breast carcinoma on (B)(6) 2011. Immediately after optiject 350 administration, the pt experienced an injection site infiltration of less than 10ml associated to injection site pain, edema and hematoma. It was not mentioned if the pt received drug to treat the reactions. The final outcome was unk. The reporter regarded the venous fragility of the pt, the injection site and the flow injection as other possible causes of the infiltration.